Event description:
It was reported that the patient presented remotely to the clinic via merlin net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) exhibited oversensing of electromagnetic interference (emi). The physician will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.